Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. The right atrial (ra) lead exhibited high thresholds and was repositioned along with the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.